Event description:
During service it was found the turbine was not spinning. Upon opening the turbine housing it was noted the impeller was seized to the housing by an unknown substance. The turbine were replaced to correct the problem.